Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing elevated blood glucose (bg) levels after wearing the pod for an unspecified duration. The event occurred around the end of (B)(6) 2025, at which time the patient was admitted to the hospital. The specific date of the event was not provided. At the time of hospital admission, the patient did not have the controller with them, so it could not be confirmed whether any messages or alarms had been generated. The patient stated that the reason for hospitalization was not related to the pod but did not provide additional details. During the hospital evaluation, the patient¿s bg levels were reported as ¿high,¿ though no specific values were provided. The patient reported no symptoms, was unwilling to provide further information, and stated that no diagnosis was given. The patient reported receiving treatment with pills but did not specify the type and was discharged on (B)(6) 2026.